Event description:
It has been reported to philips that a message appeared regarding a pressed button and no geometry movements were available. The system was in clinical use, but the issue occurred after the completion of a patient procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an emergency treatment was proceed when the issue happened. The procedure was aborted. The procedure completed by shifting patient to another system procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the geometrical movement. Upon some functional test fse found that geo module was found damaged. Stop button was broken and internal electronics were exposed. The fse replaced geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.